Event description:
It was reported that stent damage occurred. The patient presented with claudication. The target lesion was located in the moderately tortuous and moderately calcified renal artery. A 7.0mm x 15mm x 90cm express sd renal/biliary stent was advanced for treatment. However, during procedure, it was noted that the stent was crushed. The device was removed and the procedure was completed with another sd stent. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The patient presented with claudication. The target lesion was located in the moderately tortuous and moderately calcified renal artery. A 7.0mm x 15mm x 90cm express sd renal/biliary stent was advanced for treatment. However, during procedure, it was noted that the stent was crushed. The device was removed and the procedure was completed with another sd stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the express sd was returned for analysis. The device was inspected for any damage or irregularities. The express sd showed signs of use. The express sd had kinks 67.6 cm, 68.7 cm and 69.8 cm from the hub. The stent was viewed and did not appear to be deformed (crushed). The complaint was not confirmed.